Manufacturer narrative:
One opened/used reservoir was inspected and fill was performed. The reservoir failed per specifications. Due to transfer guard needle occluded. (B)(4).

Event description:
The customer reported via phone call that when she fill the reservoir with air and tried to draw insulin there was resistance and she was unable to fill it. The blood glucose at the time of the incident was 178 mg/dl. Troubleshooting was not performed. The device was returned for analysis.